Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements. No adverse patient effects were reported. A revision procedure was planned for a date in the future.

Event description:
Additional information was received that an invasive procedure was performed three months later. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.